Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening, migration, and/or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity." A revision procedure to remove the component being reported has not been scheduled to date. This report is number 1 of 2 mdrs filed for the same patient / event(s) (reference 1825034-2011-00630). The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent total elbow arthroplasty on (B)(6), 2008. Subsequently, a revision procedure was performed on (B)(6), 2010 due to the poly ulna bearing migrating out of the ulnar component. The ulna bearing was removed and replaced. It was further reported that another revision procedure has been scheduled as the issue is recurring; however, no information regarding the additional revision procedure has been provided to date.